Manufacturer narrative:
The pump was not returned for evaluation. Review of the controller log files was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course.  There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to thrombus. The patient experienced multiple low flow alarms. Intravenous (IV) hydration was started but alarms persisted. The patient was voiding 1-2 liters/day and medical intervention was required. Plasmapheresis therapy was provided. Left ventricular assist device (lvad) was suspected to be clotted based on waveforms and power/flows. Left ventricular assist device (lvad) was confirmed to be clotted. The patient¿s ventricular assist device (vad) was turned off and driveline was disconnected. Patient discharged to inpatient hospice. No further patient complications have been reported as a result of this event.